Event description:
I am a patient who has used the omnipod insulin management system for over 20 years. On (B)(6) 2026, I activated an omnipod 5 pod from lot pr1u11192532, which the manufacturer insulet corp has identified as an affected lot subject to its urgent medical device correction. According to insulet's medical device correction notice, some pods from affected lots may have a small tear in the internal tubing that delivers insulin, causing insulin to leak inside the pod instead of being infused into the body, which can lead to underdelivery of insulin. The notice further states that in some cases there may be no alarm or alert, so the issue can go unnoticed and lead to prolonged high blood glucose levels that may not respond as expected to additional insulin. This matches exactly what I experienced. After activating the pod, my blood glucose remained sustained between 300 and 400 mg/dl for more than 8 hours during the day. My normal blood glucose values are typically well controlled and below 200 mg/dl. I attempted to correct with several large bolus doses, but my blood glucose did not respond as expected and stayed elevated. I received no hazard alarm or alert indicating a pod failure. Based on more than 20 years of experience with this system, this was a complete anomaly and inconsistent with normal pod function. I did not connect the failure to the pod until the following day, (B)(6) 2026, when I received a text message from insulet notifying me that I had activated one of the affected pods. I believe the manufacturer's notification was not urgent or timely enough. An earlier and more direct warning could have alerted me while the underdelivery was occurring and prevented prolonged hyperglycemia. Insulet's own notice reflects the seriousness of this defect, stating that prolonged high blood glucose can lead to diabetic ketoacidosis, and that the company has received 29 reports of serious adverse events including hospitalization and dka. I still have the affected pod and packaging available for inspection.